Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's medwatch report from the (B)(4) which states, "male luer lock connector of IV tubing came apart while attempting to connect to a catheter in a patient."